Event description:
This spontaneous case report ((B)(4)) was received from a (B)(6) female consumer in the united states on 10-may-2016 who used dr scholls freeze away (dimethyl ether, propane). The consumer stated that it burned her left arm when the bottle blew up. No information given on consumer's history, past drugs and concurrent conditions. In (B)(6) 2016 the consumer started dr scholls freeze away (dimethyl ether, propane), lot number 5kl (expiration date mar-2017) at 1 df, q2wk topical for wart. It was unknown whether dr scholls freeze away was used previously. On (B)(6) 2016 the consumer burned her left arm when the bottle blew up. Dr scholls freeze away was discontinued on 09-may-2016. The outcome of the events was recovered / resolved. Reporter causality: the relationship between burned her left arm when the bottle blew up and dr scholls freeze away is related. Follow up information was received on 10-may-2016 with additional information: it was reported by the consumer about the event that when she placed the can in the actuator and pressed down, she heard a very loud explosive sound, and then noticed fire coming out of blue sleeve of the actuator. Consumer advised the fire burned her coffee tablet and instruction booklet. The white tip on the bottle also melted. No new information was received. Follow up received on 22-jun-2016. Quality-safety evaluation of ptc: (B)(4). Qa reviewed all product release data and lims systems records for lot 5kl and found no deviations. Qa reports lot 5kl met all quality and analytical specifications. The nature of the complaint is that the consumer says "this a complaint about the freeze away wart bottle it blew up when I was using it." The product, dr. Scholl's dual action freeze away is sold as a kit that contains a canister of freeze away, one reusable activator, 7 disposable soft-tip applicators, one bottle of liquid wart remover, 10 cover up cushions and directions for use. Qa notes that this product is sold as a kit that contains an instruction booklet for use. The applicator must be applied correctly to the activator in order for the product to dispense correctly. Per package instructions, the white applicator should be attached to the blue nozzle of the can and twisted clockwise to lock in place the blue activator should be placed on a table with the pressurized can turned upside down. The applicator inserts into the activator and the 3 tabs on the pressurized can should be aligned with the three slots in the activator. Press down on the pressurized can for 2-3 seconds. The product should dispense with an audible hiss and the tip of the applicator turns cold. It is possible that the consumer did not follow the instructions provided in use of the product. Manufacturing investigation findings: equipment set up verification record indicated the line was properly set up. The batch record checklist indicated there were no noes associated with the batch. The batch record audit and product disposition indicated there were no noes associated with the batch. All attribute checks passed. All online equipment checks passed. The downtime record did not indicate any issues related to the complaint. The retain sample functioned properly (can lot 5c01ckk). Conclusion: the complaint cannot be confirmed. Per the packaging investigation there were no noe/deviations associated with the lot that could have contributed to the complaint. The batch record review and retain evaluation showed no defects. The FDA released a bulletin in jan 2014, see full report attached, that address products like freeze away to treat warts and designed for at home use. The bulletin emphases the importance of keeping cryogenic away from any heat source. Qa continues to monitor this product and complaint type as part of the complaint trend review process. Based on the available information a product quality defect was unconfirmed, therefore the reported events are unlikely related to a product quality issue. No similar ae case reports have been received to date in relation to the reported batch. The product labeling includes warnings concerning flammability. It is unknown if the product was exposed to any flammable substances. Follow up on 13-jul-2016. Quality safety evaluation. This adverse event report shows unconfirmed quality defect - but plausible to a product technical complaint (ptc). (B)(4). Ptc investigation result was provided which is already given in the previous follow up. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who initiated therapy with dr scholls freeze away (dimethyl ether, propane) for wart. In (B)(6) 2016 and stated that on (B)(6) 2016, it burned her left arm (non-serious event) when the bottle blew up. The bottle blew up was considered serious as medically important and listed according to the suspect product reference safety information, in context of a product technical issue. Based on available information, company cannot exclude causality of both events to suspect product, at this moment. Ptc report stated, based on the available information a product quality defect was unconfirmed, therefore the reported events are unlikely related to a product quality issue.

Manufacturer narrative:
Follow up received on 13-sep-2016: the required number of follow-up attempts have been completed, with no response to date. No further information is anticipated. Company causality comment: this spontaneous case report refers to a (B)(6) year-old female consumer who initiated therapy with dr scholls freeze away (dimethyl ether, propane) for wart in (B)(6) 2016 and stated that on (B)(6) 2016, it burned her left arm (non-serious event) when the bottle blew up. The bottle blew up was considered serious as medically important and listed according to the suspect product reference safety information, in context of a product technical issue. Based on available information, company cannot exclude causality of both events to suspect product, at this moment. Ptc report stated, based on the available information a product quality defect was unconfirmed, therefore the reported events are unlikely related to a product quality issue.